Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ppae(major bleed): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
After review MFR was discovered to be a duplicate of MFR 1220648-2026-04067. All information from MFR has been consolidated to MFR 1220648-2026-04067.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 55 year old male presented to hospital with diffuse symptoms and was taken to catheter laboratory. Following a contrast injection, the patient decompensated and suffered a cardiac arrest. CPR was initiated and an impella cp placed that was later escalated with a veno-arterial extracorporeal membrane oxygenation. The next day, the decision was made to escalate the patient to an impella 5.5 and the veno-arterial extracorporeal membrane oxygenation could subsequently be weaned. After 5 days of support, the patient developed a gastro-intestinal bleeding that did not compromise the patient's hemodynamics nor required blood transfusion. While not immediately caused by the impella, bleeding might have been aggravated by the need for continuous anticoagulation. After 13 days of support, the patient was successfully weaned and the impella 5.5 removed.